Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-70, serial#: (B)(4). Description: infinion cx 70cm lead model#: sc-1132, serial#: (B)(4). Description: precision spectra implantable pulse generator model#: sc-4316, quantity: 2, lot#: 20687092. Description: next generation clik anchor kit.

Event description:
A report was received that the patient underwent a replacement procedure of the leads and ipg due to possible fractures with the leads or a possible leakage of fluid entering into the head of the ipg, resulting in high impedances and loss of stimulation. The patient is doing well post-operatively.

Manufacturer narrative:
Additional information was received that no items or parts of items are suspected to have been left in the patient following explant procedure. The following devices were returned and analyzed: sc-1132, s/n (B)(4): the ipg passed all the required tests and revealed no anomalies. Sc-2317-70, s/n (B)(4): the complaint on the lead was confirmed. One of the setscrews has been tightened down on the spacer before retention sleeve prior to fully inserting it into the ipg header. This damage proves that the lead was not fully inserted into the ipg ports when the set screws were tightened and it resulted in misalignment of the ipg and lead contacts causing high impedance readings. In addition, all 16 cables were fractured on the lead body at the kinked section of the lead where the clik anchor was positioned. Fracture site is 1 cm from the clik anchor set screw mark. All cables were exposed at the site. Sc-2317-70, s/n (B)(4): the complaint on the lead was confirmed. Both of the setscrews have been tightened down on the spacers before the retention sleeves prior to fully inserting it into the ipg header. This damage proves that the lead was not fully inserted into the ipg header. This damage proves that the lead was not fully inserted into the ipg ports when the set screws were tightened and it resulted in misalignment of the ipg and lead contacts causing high impedance readings. Sc-4316, lot 20687092: one of the eyelets was torn without missing silicone material.

Event description:
A report was received that the patient underwent a replacement procedure of the leads and ipg due to possible fractures with the leads or a possible leakage of fluid entering into the head of the ipg, resulting in high impedances and loss of stimulation. The patient is doing well post-operatively.